Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse installed new op laser and axis controller platform (acp5) as per isi procedures and the damaged rear wheel casters. The system was tested and verified as ready for use. The rear wheel casters and op laser are scrapped parts and will not be returned. Based on the field evaluation the reported event was confirmed. Isi did receive the acp associated with this complaint to perform failure analysis (fa). However, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the patient side cart would not move. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noticed 32101 error in the logs. The customer stated they tried to put in manual with no change. The customer restarted the system with no change. The customer pulled the patient side cart (psc) back and was going to change it out. The tse was not sure if the customer did a hard system restart before the customer ended the call. The procedure was converted to another da vinci system with no indication of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, isi did receive a da vinci product associated with this complaint to perform failure analysis (fa) and the reported failure was not replicated. The acp board was installed and tested on the pca xi system. The system started without any errors. Tested the deploy for draping and undocking functions. The unit passed as moving and turning all positions of the psc. The system idled for 30 minutes with no errors/issues. Visual inspection displayed good condition of the acp. The complaint was not confirmed based on the failure analysis.